Manufacturer narrative:
The reported event of capture and pacing impedance anomaly was not confirmed. Analysis did not find any anomaly that could contribute to the capture issue experienced in the field. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25690. Related manufacturer reference number: 2017865-2021-25692. It was reported that the patient presented for a schedule procedure. The following morning after the procedure, it was noted that the patient had an irregular heartbeat. Upon device interrogation, it was discovered that both the atrial lead and ventricular lead exhibited high pacing impedance; loss of capture was suspected on the pacemaker and leads. The device was explanted and replaced. Once the existing leads were connected to the new device, the issue was resolved. There were no adverse consequences to the patient.